Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the kincise surgical automated system device had an unknown allegation. During further follow up with the reporter it was reported that the trigger was stuck in reverse. It was unknown when the event occurred. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the diagnostic assessment the described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to stuck trigger. During the initial assessment it was found that the device failed the following steps from the functional assessment: 4.3.5 visual inspection. 4.3.38-operation assessment. During the assessment it was found that the trigger of the device was sticky. It was found that loctite was visible inside the retainer and on the trigger shaft. It was determined that too much loctite was applied during assembly causing the sticky trigger. The most probable root cause can be traced to a manufacturing issue, which was escalated to CAPA. Review of the device history record(s) showed that there are no relevant issues during the manufacture of this product which would contribute to this complaint condition.